Event description:
It was reported that the intra-aortic balloon (iab) catheter was being inserted via the left femoral artery by an anesthesiologist when the catheter got stuck in the sheath. There was no reported patient death or injuries. Medical/surgical intervention is unknown, with no patient complications documented. The delay in therapy was about 10 minutes to use another iab. The patient condition is listed as "okay." Additional information received on 8/10/2010 from germany stated that the iab and sheath were removed together, using the same insertion site with the spring wire guide (swg) left in place.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.